Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected possible false positive sars result for 1 asymptomatic consumer. The consumer communicated that they suspect the result to be false because they received a very faint positive pink test line and also tested negative upon repeat testing with quickvue otc.